Event description:
Based on the information provided initially, this event was determined to be reportable only after the manufacturer's investigation. It was originally reported that while testing the device prior to surgery, the device did not work. The procedure was completed with another device. The original stone retrieval basket was returned for investigation. No patient sequelae resulted from this event. One device was received (28feb2006) with the wire basket sub-assembly detached from the drive wire with the cannula still attached to the drive wire. Review of the lot history showed there were no issues detected during the manufacturing of this batch 7901389.

Manufacturer narrative:
Received one device with basket and subassembly detached from drive wire. Due to the nature of the defect, dimensional, functional and physical tests were not performed. Review of the complaint history shows similar complaints have been issued for this device, which have been documented in CAPA. The lot involved here was manufactured prior to implementing the CAPA actions. A review of the device history record revealed no anomalies. Root cause classification is manufacturing. Date filed: 14 june 2006.